Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2021, product type: extension. Serial#: (B)(4), explanted: (B)(6) 2021. Other relevant device(s) are: ubd: 14-mar-2024, UDI#: (B)(4); serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (con, rep): it was reported that the patient admitted to picking at his wound and now the extension has been exposed. The patient claims there is no disruption in his therapy. The doctor performed a bilateral extension replacement revision for both hemispheres, with antibiotic wound washout on (B)(6). A session report from (B)(6) showed that right subthalamic nucleus (stn) contact 8 and 11 had high impedances. The high impedance values were: monopolar 8 - 3,141, 11 - 3,872, bipolar 8/11 - 6,300 and 9/11 -4,194.  Another session report from (B)(6) 2021 showed: monopolar 8 - >5k (!), 11 - >5k (!), bipolar pairs 8/9, 8/10, 8/11, 9/11, 10/11 all showed >10k. During investigation, additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the customer discarded the explanted extensions. Nothing was done to resolve the high impedances as the two contacts that had high impedances were not currently being used for therapy. The consumer was aware they couldn¿t have an MRI in the future.